Event description:
The sales representative reported on behalf of the customer that the lapvue10 laparovue visibility system laparoscopic solutions device was being used during a robotic cholecystectomy procedure on (B)(6) 2025 when it was reported "a piece of the lapvue scope cleaner stayed attached to scope and was mistakenly drop into the patient abdomen during a procedure." Further assessment questioning found the fragment/component of the device was removed from the patient with the use of a grasper. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10 laparovue visibility system laparoscopic solutions device was being used during a robotic cholecystectomy procedure on (B)(6) 2025 when it was reported ¿a piece of the lapvue scope cleaner stayed attached to scope and was mistakenly drop into the patient abdomen during a procedure.¿. Further assessment questioning found the fragment/component of the device was removed from the patient with the use of a grasper. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿a piece of the lapvue scope cleaner stayed attached to scope and was mistakenly drop into the patient abdomen¿ is confirmed. Examination of the returned used device lapvue10 found that part of the white pe film came from the device. The piece that broke off was returned for evaluation. Evaluation was done with the help of print 904260 rev n. Root cause cannot be determined, however, based upon manufacturing process review and IFU; a possible cause of this event could be that the user did not puncture the cleaning/fogging port on the tip of the unit with the vuetip trocar swab handle. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 665,150 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. Per the instructions for use, the user is advised that prior to start of surgery puncture cleaning/fogging port on tip of the unit with the vuetip trocar swab handle. Caution: do not use scope to puncture port. We will continue to monitor per regulatory requirements to help ensure patient safety.